Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed through review of the site's system logs and reproduced during onsite evaluation. The persistent error code was related to a defective universal side manipulator (usm) 4. Replacement of the usm arm resolved the issue. The system was tested, operated without error and verified as ready for use. The usm was returned and evaluated by the failure analysis team. Failure analysis confirmed/replicated the reported issue. The unit failed in normal mode and error 319 was generated on the acc. It was found that a damaged and curled up rolling loop fiber cable was in the spar link. The fiber cable was found to be the cause of the issue (fiberoptic component failure).

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system displayed a non-recoverable error code 307. The customer received phone assistance from the technical support engineer (tse). Prior to the call, troubleshooting was attempted by performing a system power cycle; however, after clearing the error fault a non-recoverable error code 319 was displayed. Review of the site's system logs confirmed the occurrence of the reported non-recoverable error faults on universal surgical manipulator (usm) 4. Further troubleshooting was performed by performing a hard system power cycle on the patient side cart (psc) although this did not resolve the issue. Upon verification, tse made a recommendation to disable usm arm 4. The system remains in an operable and acceptable state even with one usm arm disabled. User accepted the suggestion and performed the troubleshooting advice. This enabled the user to clear the error fault on the vision side cart (vsc) touchscreen. The system was confirmed to be in an acceptable and operable state. The user continued the procedure using 3 functional usm arms with no further issue observed. No known impact or patient consequence was reported.